Event description:
It was reported that the dose 100mg allegedly did not change on the pump module when the vtbi (volume to be infused) was changed to 450ml. Per report, the clinician used a "100g/500ml" mannitol bag, but the provider's order was "90 g/450ml". The infusion was reportedly programmed via interoperability successfully. But when rn entered vtbi 450 ml, the dose still says 100g. Per pharmacist ¿vtbi is correct, but dose is wrong. If you accept, alaris will pump the correct volume (450 ml), but you have to override an incorrect dose warning on the epic side¿. The amount given according to the infusion report (100g) is not what the patient actually received. (446.4 ml infused x 0.2 g/ml=89.28 g infused to the patient which is a little less than the ordered 90 g). There was patient involvement, but the outcome is unknown. Bd interoperability consultant provided the customer with preliminary findings based on their assessment of hl7 messages: "after reviewing the hl7 messages, the order was sent over as expected and the order message was successfully acknowledged. Rxg/1///d00079^mannitol^alaris/450//263762^mdc_dim_milli_l^mdc////////90/263872^mdc_dim_g^mdc/100/263872^mdc_dim_g^mdc/////500/263762^mdc_dim_milli_l^mdc. The alaris device accepts this order because mannitol 20% is built as an intermittent with a custom concentration (wild card) _ _ gram-_ _ ml-see screenshot below from the psjh interop dataset. As the override came from epic regarding an incorrect dose warning on the epic side, it may have to do with the epic order build as the whole bag or dose of 100 mg/500ml was scanned but was not given. Epic may be expecting the whole dose to be delivered. I cannot confirm this, but maybe your epic analysts/informaticists could look at the order. In the photo that you sent; the dose refers to the total dose 100g in the 500ml bag=mannitol 20%. Changing the vtbi does not change the dose in the bag or the concentration. The vtbi of 450ml does deliver the ordered dose of 90 g to the patient. The programmed dose unit dose refers to the dose= 100g on the pump display above and the drug amount infused units and diluent volume with an intermittent medication refers to the total dose in the diluent volume of the bag (100g/500ml) which = the concentration of the medication. Hl7 messages reviewed and matched the alaris report. The customer reported that the nurse had to override an incorrect dose warning on the epic side because the correct mar action ¿partial package¿ was not chosen before the order was sent to the pump."

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Root cause: the probable cause of the reported issue, where the dose on the pump module did not change when the vtbi was adjusted to 450 ml, was due to user error. The nurse did not select the correct mar action ("partial package") in epic before sending the order to the pump. This resulted in the pump displaying the full dose (100g) instead of the intended dose (90g), triggering an incorrect dose warning on the epic side. Despite the warning, the correct volume of 450 ml was infused, delivering 89.28g to the patient.

Event description:
It was reported that the dose 100mg allegedly did not change on the pump module when the vtbi (volume to be infused) was changed to 450ml. Per report, the clinician used a "100g/500ml" mannitol bag, but the provider's order was "90 g/450ml". The infusion was reportedly programmed via interoperability successfully. But when rn entered vtbi 450 ml, the dose still says 100g. Per pharmacist ¿vtbi is correct, but dose is wrong. If you accept, alaris will pump the correct volume (450 ml), but you have to override an incorrect dose warning on the epic side¿. The amount given according to the infusion report (100g) is not what the patient actually received. (446.4 ml infused x 0.2 g/ml=89.28 g infused to the patient which is a little less than the ordered 90 g). There was patient involvement, but the outcome is unknown. Bd interoperability consultant provided the customer with preliminary findings based on their assessment of hl7 messages: "after reviewing the hl7 messages, the order was sent over as expected and the order message was successfully acknowledged. Rxg/1///d00079^mannitol^alaris/450//263762^mdc_dim_milli_l^mdc////////90/263872^mdc_dim_g^mdc/100/263872^mdc_dim_g^mdc/////500/263762^mdc_dim_milli_l^mdc. The alaris device accepts this order because mannitol 20% is built as an intermittent with a custom concentration (wild card) _ _ gram-_ _ ml-see screenshot below from the psjh interop dataset. As the override came from epic regarding an incorrect dose warning on the epic side, it may have to do with the epic order build as the whole bag or dose of 100 mg/500ml was scanned but was not given. Epic may be expecting the whole dose to be delivered. I cannot confirm this, but maybe your epic analysts/informaticists could look at the order. In the photo that you sent; the dose refers to the total dose 100g in the 500ml bag=mannitol 20%. Changing the vtbi does not change the dose in the bag or the concentration. The vtbi of 450ml does deliver the ordered dose of 90 g to the patient. The programmed dose unit dose refers to the dose= 100g on the pump display above and the drug amount infused units and diluent volume with an intermittent medication refers to the total dose in the diluent volume of the bag (100g/500ml) which = the concentration of the medication. Hl7 messages reviewed and matched the alaris report. The customer reported that the nurse had to override an incorrect dose warning on the epic side because the correct mar action ¿partial package¿ was not chosen before the order was sent to the pump."